Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the volume discrepancies and the cause of the connector not disconnecting from the pump were not known. No further complications were anticipated/reported.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 3mg/ml dilaudid at 1mg/ day via an implantable infusion pump for an unknown indication for use. It was reported that there had been reservoir discrepancies in the recent refills and the patient had increased pain. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read and were normal. The pump pocket was surgically explored and the sutured pump connector would not release from the pump. The catheter had to be cut and a new pump segment as well as a new pump was implanted. The issue was resolved at the time of the report. The patient status was noted as "alive-no injury." No further complications were anticipated/reported.